Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return) to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned yet.

Event description:
It was reported that during infusing medicine, subcutaneous leakage was observed. Catheter breakage and migration of the distal fragment of the catheter into the atrium were confirmed by fluoroscopy. The distal fragment of the catheter and the port body were removed on the same day. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged catheter break as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization and over-stretch; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during infusing medicine, subcutaneous leakage was observed. Catheter breakage and migration of the distal fragment of the catheter into the atrium were confirmed by fluoroscopy. The distal fragment of the catheter was removed and the port body removal procedure was schedule for a future date. There was no reported patient injury.